Manufacturer narrative:
Device passed the self test and displacement test. Hardware low level failures alarms are confirmed in device history file due to a broken trace at u1 keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported insulin pump had hardware low level failures error and the motor arm cannot communicate with the main arm. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.